Event description:
It was reported that the pod detached from the infusion site on the abdomen after less than one hour of wear, which resulted in the patient¿s blood glucose levels increasing above 13.9 mmol/l (250m mg/dl). No specific blood glucose value was reported. The patient applied a new pod and successfully resumed therapy. No medical intervention was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.